Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the level alarm of an s5 system turned on during a procedure, but the linked pump did not stop. The customer reported that the level symbol was not shown on the pump display. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) identified that this is an already known issue which was already investigated. As root cause, it was found that improper user handling led to the reported malfunction. Due to an improper setup up of the pump it is not possible for to establish a link between the pump and the level control. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.